Event description:
It was reported that, six months prior to the replacement due date, the pump stalled and wouldn¿t work. At that time, the patient went through abrupt baclofen withdrawal and had to go to the intensive care unit. It was reportedly a difficult experience to manage.

Manufacturer narrative:
Product ID 8711, lot# j0056642r, implanted: 2001-(B)(6), product type catheter. (B)(4).